Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid of an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient experienced poor pain control. A catheter access study was indicated; however, they were unable to aspirate the catheter and obtain fluid. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No actions were taken to resolve the issue, but surgical intervention was planned. Surgical intervention was not yet scheduled. The patient was without injury regarding their status as of 2020-jul-08. Other medications (oral, etc.) The patient was taking at the time of the event was not available / unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.